Event description:
Trial patient complained that they felt uninformed as to what this device was all about, they went over all their questions regarding their body and the device. Patient also stated that they felt though that they were taking in more liquid then they were emptying. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Event description:
A healthcare professional (hcp) reported the patient was seen on (B)(6) and all questions/concerns were discussed with the patient. The patient was discussed, the patient sent home with myrnetriq. It was noted the urinary retention was resolve on (B)(6) 2017. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.